Event description:
While performing onsite service for the device, an authorized field service engineer (fse) noted that there was a torn button on the front bezel assembly. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.